Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm and the controller being unable to establish communication with the system monitor was confirmed via analysis of the returned system controller (serial number: (B)(6)). The log file downloaded from the returned system controller contained approximately 26 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A controller fault alarm was captured on the last event in the log file followed by a transition to backup mode. The log file did not capture the power cables, or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events and power cable disconnect alarms will not activate while the controller is in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. Backup mode is indicated on the system controller by an active controller fault alarm, and only half of the green pump running symbol being illuminated. The alarms did not affect the controller¿s ability to operate the pump at the set speed. During testing of the returned system controller, a controller fault alarm activated and only one of the pump running symbols illuminated, indicating that the controller was in backup mode. Additionally, the controller could not establish communication with the system monitor due to it being in backup mode, reproducing the event. The system controller was disassembled to inspect the internal components and no physical anomalies were observed. Evaluation of the controller isolated the issue to the main printed circuit board (pcb). Circuit analysis of the main pcb further isolated the issue to a compromised component in the voltage common collector regulator circuitry. The compromised component could cause the controller to enter backup mode and result in the reported event of a controller fault alarm and the inability to establish communication between the controller and system monitor. The reported event was determined to be due to a compromised component on the main pcb; however, the root cause of the damage to the component could not be conclusively determined through this analysis. There was also incidental finding of a driveline fault from the first event in the log file (captured on (B)(6) 2021 at 09:11:29) to (B)(6) 2021 at 12:45:30 due to phase 1 measuring lower than phases 2 and 3. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17nov2014. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including the controller fault and driveline fault, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cause of the system controller fault was not determined, it was not possible to establish a connection with the system monitor while the controller was connected to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged because it alarmed constantly and there was no data transferred when connected to system monitor.